Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. A cut in the insulation was noted 13 centimeters (cm) from the terminal pin, corresponding cuts were noted in the suture sleeve. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing threshold measurements along with loss of capture. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.